Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -13.5/+4.0/093 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).